Event description:
A customer reported a system message displayed and the lamp stopped working during a vitrectomy procedure. The case was completed with other accessory. There was no ham to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).